Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 801 analytical unit, serial number (B)(6) . The reporter also mentioned quality control issues. The sample initially resulted in an estradiol iii value of 1523 pg/ml. The sample was repeated two times, resulting in values of 90.4 pg/ml and 89.00 pg/ml. The questionable result was reported outside of the laboratory.

Manufacturer narrative:
The field service engineer (fse) checked the analyzer and a high gear pump pressure and milky sipper syringes were found. Precision testing was performed. Pre-analytics were checked with the customer. On 16-may-2023 the fse cleaned the instrument and performed verification tests. The test results suggest contamination issues in the customer's laboratory. The investigation is ongoing. H3 other text : na.

Manufacturer narrative:
The calibration data showed multiple low signals suggesting contamination issues. Qc data showed intermittent high results suggesting contamination issues. Various actions were performed in the customer's laboratory to remove the contamination (e.g. Intense cleaning in the laboratory, cleaning of air conditioning equipment and floors). The investigation determined the event was due to analyte contamination in the laboratory.